Manufacturer narrative:
The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection the tip of the guide wire was noted to have been slightly shaped. The guide wire distal section and hydrophilic coating was examined along its length. The coating was present on the guide wire. The guide wire ptfe coating was examined under magnification. The proximal ptfe coating was noted to be damaged which is evident of damage from torque device. There was also damage noted to the proximal end of the hydrophilic coating. During the functional inspection the returned guide wire was kept hydrated as per dfu. It was loaded through the proximal end of a demonstration sl-10 micro catheter and advanced out of the micro catheter distal end with slight resistance. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates there was no damage noted to the packaging prior to opening the packaging, and in good condition during preparation/prior to use on the patient. The device was prepared for use as per the directions for use, continuous flush was maintained throughout the clinical procedure, and the patient¿s anatomy was of average tortuosity. Analysis of the returned device found the guidewire coating was damaged at the proximal end which would have contributed to the resistance encountered during the delivery in the microcatheter. The complaint of guidewire friction, ptfe coating peeling and the hydrophilic coating surface rough will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
It was reported that when the guidewire (subject device) was inserted into the catheter there was resistance. When removed and examined, the subject guidewire coating appeared to be peeling. The physician completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
Device not yet received for evaluation.

Event description:
It was reported that when the guidewire (subject device) was inserted into the catheter there was resistance. When removed and examined, the subject guidewire coating appeared to be peeling. The physician completed the procedure without clinical consequences to the patient.